Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump led the customer to perform the fill tubing process multiple times after changing the cartridge. The customer reloaded the same cartridge and received a minimum fill notification after filling the cartridge with 150 units of insulin. Reportedly, customer loaded a new cartridge and was able to resume insulin delivery. Customer's blood glucose level was 122 mg/dl.